Event description:
It was reported that: "after 9 years patient has pain in the knee and x-ray show loose tibial component. Patient has gained a lot of weight (B) (6). The tibial component was replaced with a stemmed metal tray and patella was also exchanged due to wear."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested, and if available, it will be submitted in the supplemental report. This is the same patient/event as: MFR# 2249697-2010-00828.